Manufacturer narrative:
Test results and certificates from the vendor were reviewed and results met specification. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.

Event description:
Surgeon drilled using a k-wire on a different portion of the bone and then used a reverto drill for an 8 x 8 staple and the bone shattered.